Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open partial colectomy, the device broke. Another device was used to resolve the issue in order to complete the case. There was no patient injury.